Manufacturer narrative:
Unfortunately, no lot number was provided. Consequently, an investigation of the DHR (device history record) could not be conducted. Upon examination of the sample returned, it was determined that there was no pouch or seal failure associated with this sample. The product functioned as expected during initial use. The customer's own description illustrates failure to follow the product's instructions. Label copy clearly states: "single use only."

Event description:
Customer said that she had received an instant cold pack when she hurt her knee at a ball game, and then she put it in the freezer because she thought it would be okay to use it again, even though it said 'single use only.' A few days later she had a sore neck, so she took the cold pack out of the freezer and put it on back of her neck. She said it started burning real bad and she said she had about a 4" x 4" burn on her back that was blistered and weeping. She said that none of the contents was leaking out.